Event description:
"During operation, air leakage occurred. (B)(4) checked the duckbill and septum. (B)(4): we found that the septum was broken. However, a piece of the septum was not returned. We would like to know the following points. Why was the air leakage caused? Why was the septum broken? Would you give me the check result of the device history record? (B)(4): we found that the was no abnormality in the appearance of the duckbill and the septum. We would like to know the following two points. Why was the air leakage caused? Would you give me the check result of the device history record? Now we are investigation detail. If we get more detail, we will provide you further information later."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.